Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to verify button/keypad anomaly, unexpected battery power loss and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.